Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) of 600mg/dl. Reportedly, the cause of the high bg was over correcting for a low bg. A bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.